Event description:
Pt was last dialyzed 7/31/95. Clotted access noted 8/2/95. Removal of portion of graft that was blocked, hard to touch. Noted ring-like thread fibers around portion of graft. Sent to pathology with clot.